Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 2.4cm in size and located in the right middle lobe; the lesion's distance to pleura was medially 0 mm, inferiorly 0 mm, and posteriorly 3 mm. The physician believed the pneumothorax occurred because the lung nodule was close to at least 3 pleural borders. Per the physician, because the lung nodule was situated very medially and deep in the lung bordering the pericardium, a pneumothorax would not have likely occurred with another biopsy modality because it would have been impossible to biopsy with any other modality. The patient experienced mild hypoxia, and, in the pacu, the pneumothorax increased to a moderate size; therefore, a 14 french chest tube was placed to resolve the pneumothorax. The patient was admitted for 1 night for chest tube management, then discharged home in stable condition. The diagnosis obtained from pathology was adenocarcinoma of the right middle lobe of the lung. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.